Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing lack of stimulation. It was noted that the lead migrated and had high impedances. The patient underwent a lead revision procedure. During the revision procedure, a few of the silver electrodes came off of the silicone paddle lead. The physician extracted all of the silver electrodes that came off. The patient was doing well postoperatively.